Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the patient presented with capsular phimosis and inflammation. Anterior capsule fibrosis and phimosis, commonly described as anterior capsule contraction syndrome (accs), is the centripetal constriction and fibrosis of the capsulorhexis following cataract removal. Anterior capsule fibrosis and phimosis is a condition that can occur after phacoemulsification and intraocular lens (iol) implantation whereby the anterior capsulotomy excessively contracts and fibroses potentially obstructing the visual axis or causing late secondary complications to the iol such as pseudophacodonesis and iol tilt, decentration, or dislocation due to zonular laxity, weakness, or dehiscence. Accs has been associated with multiple entities. Most common is a small diameter capsulorhexis. Zonular weakness, chronic intraocular inflammation, uveitis, pseudoexfoliation syndrome, zonular laxity, retinitis pigmentosa, advanced age, diabetes mellitus, behcet's syndrome, myotonic muscular dystrophy, and high myopia, are known risk factors. The device is not accessible for testing. Iol remains implanted. There is insufficient information available in this case. Rayner is liasing with its in-country representatives to obtain additional information to facilitate further investigation of the event. Our review of production records for the rayone aspheric rao600c batch 015262452 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 015262452.

Event description:
On 27th february 2026, rayner received notification from a healthcare facility in germany of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that post-operatively the patient presented with capsular phimosis and inflammation.